Event description:
It was reported that a patient with a 31mm 7300tfx mitral valve was explanted at implant due to severe regurgitation secondary to restricted leaflet motion. A 31mm 7300tfx mitral valve was implanted in replacement. The patient expired on pod# 6. Per medical records, the patient presented for an elective mvr utilizing a 31mm 7300tfx mitral valve, avr utilizing a 25mm 11500a inspiris resilia aortic valve, and maze. Post bypass echo revealed mr due to leaflets not coapting secondary to restricted leaflets motion at one post. Bypass was reinitiated and the newly implanted mitral valve was explanted and replaced with same size and model bioprosthetic valve. Both, aortic and mitral valves were well seated and good functioning; however, the replacement mitral valve showed pvl on post bypass echo and required going back on bypass and suturing the leak site. The patient needed cabgx2 due to post bypass declining blood pressure. An impella and iabp were placed for cardiac support and the patient was taken to the ICU in critical condition and open chest. The patient went into cardiogenic shock and cardiac tamponade on pod# 1 requiring urgent re-exploration. A bleeding from the graft that was sewn to the aorta at the lmpella entrance site was controlled and the patient remained in critical condition. Due to poor prognosis, a decision was made to place the patient on comfort care and he expired on pod# 6.

Manufacturer narrative:
Component code, health effect - impact code, health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Through further investigation, it was determined; the complaint is confirmed through medical records. Per the description of event, "it was reported that a patient with a 31mm 7300tfx mitral valve was explanted at implant due to severe regurgitation secondary to restricted leaflet motion. A 31mm 7300tfx mitral valve was implanted in replacement. The patient expired on pod# 6. "Per medical records, the patient presented for an elective mvr utilizing a 31mm 7300tfx mitral valve, avr utilizing a 25mm 11500a inspiris resilia aortic valve, and maze. Post bypass echo revealed mr due to leaflets not coapting secondary to restricted leaflets motion at one post. Bypass was reinitiated and the newly implanted mitral valve was explanted and replaced with same size and model bioprosthetic valve...." A DHR review was performed, and no related non-conformances were found. The valve passed all leaflet/valve inspections and flow and coaptation tests performed during manufacturing. Functional testing is unable to be performed because the device was discarded. Medical records confirm there was a coaptation issue, but the device was discarded and there are no images of it after explant. The medical records indicate the surgeon was "able to preserve the posterior chords." The returned rfi attachment indicates a "lack of coaptation of leaflets at one post," and that there didn't appear to be suture looping present. Although, the medical records indicate that visualization was difficult when looking through the mitral valve itself, as well as when the aortotomy was re-opened and the valve was attempted to be examined through the lvot. There's no indication of which commissure was having coaptation issues, but it's possible the preserved posterior chords may have impinged on the leaflets of that respective commissure. It's also possible a suture loop entrapped the leaflets. Visualization difficulty may have prevented the surgeon from seeing either of these issues. Since the same size valve was successfully implanted as a replacement, presumably sizing wasn't the cause. Based on the information available, a definitive root cause cannot be determined; however, there is no evidence to suggest a design or manufacturing defect.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm 7300tfx valve implanted was explanted later during the same day due to unknown reasons. Not provided what valve was implanted in replacement.